Event description:
It was reported that an arteriotomy closure of the right common femoral artery was attempted using a proglide device with a 5f sheath after an interventional transarterial chemoembolization (tace) procedure. Reportedly, a cuff miss occurred. The device was removed. Upon removal of the device, a part of the foot plate was observed to be missing and was not found. Hemostasis was achieved by applying manual arterial compression. There was no reported adverse patient sequela. There was a clinically significant delay in the procedure as the patient developed a hematoma of unspecified size. Although compression was used to manage the hematoma, the patient required two extra days of hospitalization due to the hematoma. The physician is reported to be trained in the use of the proglide device. No additional information was provided.

Manufacturer narrative:
(B)(4). The device is expected to be returned for evaluation. It has not yet been received. A follow up report will be submitted with all additional relevant information.

Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned and the reported foot detachment and needle to cuff miss were confirmed. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. A query/review of the complaint history of the reported lot did not indicate a manufacturing issue. Based on the information reviewed, there is no indication of a product quality issue with respect to manufacture, design or labeling.